Event description:
It was reported by claimant's counsel that the patient underwent left tha on (B)(6) 2012 and was implanted with a lfit v40 femoral head and accolade hip stem. He was revised on (B)(6) 2021 due to alleged stem fracture and metallosis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.